Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the reported screws were found back-out post-operatively. The screws were used for the initial surgery of capitulum of humerus on (B)(6) 2015. Re-operation was performed on (B)(6) 2015. Eventually, the re-operation was complete with removal of the reported screws and bone fragment. External fixation to the affected part was necessary. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. This complaint is assessed as not related to sterilization. Thus, the documents for the corresponding non sterile part 04.226.118, lot 8072755 were reviewed with the following result: no anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient identifier, date of birth, and weight are unknown. Date of post-operative screw migration is unknown. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.